Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site and found that it failed the pads/paddles ECG test. The device was repaired by replacing the processor pca.

Event description:
The customer reported that the device failed the opcheck test.